Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr us 2.50 x 48mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found the entire length of the stent was in an expanded state. The crimped stent od (outer diameter) measured and is within maximum crimped stent profile measurement specification. The balloon cones appeared to have been subjected to positive pressure and were returned in a relaxed state. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07dec2021. It was reported that crossing difficulties were encountered. A 2.50 x 48mm synergy xd stent was selected for treatment for a complex and tortuous vessel. The synergy xd stent failed to cross the lesion. No patient complications were reported. However device analysis revealed stent damage.